Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and seizure. B1: adverse event and/or product problem - correction. B2: outcomes attributed to adverse event - correction. B3 date of event - correction. B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H6 codes: health effect - impact code - correction. H6 codes: health effect - clinical code - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2023, the patient's spouse reported the patient experienced a diabetic seizure, he experienced sweating and turned red, even after eating carbohydrates. The person who was looking after the patient did not notice any alert on the phone. The cgm (continuous glucose monitor) values were not documented. The spouse's phone did not notify or alert either, but it was reading an unremembered low cgm. There was reportedly a paramedic visit, they took a bg (blood glucose) reading which was 49 mg/dl even after a food intake by the patient (juice and pasta). Reversal of the diabetic seizure and treatment of hypoglycemia was not documented. The spouse could not provide further information, as she was not present during the incident. The patient was admitted to the hospital from the (B)(6) to the on (B)(6) . There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data investigation was investigated which could not confirm the no audio alert on the mobile app and the allegation was not confirmed. It was noted that the patient did not cross their low alert threshold of 75 mg/dl with an egv of 70 mg/dl at 10:51 am on (B)(6) 2023. The patient received their initial low alert at 10:51 am, which was vibration only. Three minutes later at 10:53 am, the low alert was then acknowledged before the mute override could occur. The probable cause could not be determined. No additional patient or event information is available.